Event description:
The customer reported that the device jaws would not open during the procedure. A new device was opened to complete the procedure and there was no injury to the pt. The site has indicated that there is no further info available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.